Event description:
The customer's mother reported via phone call that the customer had passed out from bleeding profusely. The customer's blood glucose was 80 mg/dl at the time of the incident. While troubleshooting, the customer stated the drive support cap of the insulin pump appeared normal. The customer was not admitted as an inpatient for medical treatment. The customer explained that he was disconnected during the rewind and prime sequence. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.